Manufacturer narrative:
Onsite investigation was preformed and the field representative was able to replicate the reported event. Replacement of the mobile view station (mvs) umbilical cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system displayed the error message 'frame rate below recommended levels'. Restarting the system did not resolved the issue, they continue used a different imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The reported event was duplicated by medtronic personnel. The investigation found that mvs interface cable failed bench test performed. Gbit test failed, continuity test passed, visual inspection passed and 100t test passed. The hardware investigation found that reported event was related to an electrical short failure.

Manufacturer narrative:
Additional information: patient age, weight and gender provided.

Manufacturer narrative:
(B)(6).